Event description:
The door cover to the versacell failed to remain open while operator was removing a sample tube. Pt treatment was not known. There was no definitive report of adverse health consequences as a result of the door cover.

Manufacturer narrative:
User error: a siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument indicates that the cause for the door cover failure was due to the operator not fully opening the door cover to the open position. The instrument is performing within specifications. No further eval of the device is required.